Manufacturer narrative:
Pump received with intermittent up arrow button response due to flattened button dome switch. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner, and reservoir tube window cracked.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated, the buttons were unresponsive when attempting to bolus. Customer's blood glucose was 450 mg/dl. The customer stated, they have already treated blood glucose. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.